Event description:
It was reported that the pump battery was depleting quickly and that the pump time was incorrect, cause was known. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.